Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and determined that the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the device ran by itself when in the hand control operation. During repair, it was observed that the flex circuit was worn out. It was determined that the worn out flex circuit was what caused the device to run by itself, which was consistent with normal use. It was determined that this issue was consistent with normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and evaluation, it was determined that the device ran by itself when in the hand control operation. It was noted in the service order that the device had an undetermined malfunction that needed repair. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.